Event description:
The customer reported that the collimator shut down and as a result the system failed to acquire an image. This resulted in a loss of imaging functionality. No patient death or serious injury was reported.

Manufacturer narrative:
A ge service representative performed an investigation. The reported issue could not be duplicated. Onsite investigation revealed that no cause could be determined. The system was tested and found to be working as intended and put back into service.